Manufacturer narrative:
The ge healthcare technician verified that the unit restarts when clear cap covering power switch is flipped. The power switch was replaced and preventative maintenance was performed on the device to resolve this issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 03/14/2017 phone call, 03/15/2017 phone call, 03/16/2017 phone call.

Event description:
The hospital reported the unit shut down three times during a case and did not alarm. There was no reported patient injury.